Event description:
It was reported that during a normal battery replacement procedure, it was not possible to ¿smoothly¿ insert the extension connectors into the new battery despite untightening the screws. ¿most likely due to this reason¿ there were high impedances of greater than 40,000 ohms. The neurosurgeon tried unsuccessfully to reinsert the connectors in the stimulator 5 times. Because of this ¿manipulation¿, even though it was a ¿very careful manipulation¿, the connectors started to bend and one of them broke and remained in one of the channels of the implantable neurostimulator (ins). The neurosurgeon noted that the act of inserting the connectors was different from the experiences with other re-implantations. This was reportedly noticed by the reporter as well. The insertion of the extension was difficult and it was not possible to get the impedances in a normal range. Finally, both extensions and the new ins were replaced. Subsequently, insertion of the new extensions was ¿very smooth as usual¿ and the impedances were ¿immediately¿ within range on both sides. The patient subsequently had better speech and felt ¿much better stimulation than ever¿.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of extension (B)(4) found the connector on the proximal end was not completely seated in the ins connector port. Analysis of extension (B)(4) found the connector on the proximal end was not completely seated in the ins connector port.